Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during basal, bolus. The customer's blood glucose unknown at the time of incident. Troubleshooting was performed for no delivery alarm. The customer reported that the no delivery alarm was resolved. The reservoir will be returned for analysis.